Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that intracranial aneurysm embolization was performed, and microcatheter 145-5091-150 was selected. After shaping, found that the middle of the microcatheter was damaged. The catheter was ruptured with other embolic (spring coil embolization). The rupture was intact in the middle section of the catheter. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. Replaced with another catheter and it was in place smoothly. Embolization and the surgery was completed successfully. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. It was noted the patient's vessel tortuosity was normal. Access vessel was femoral artery with vessel diameter of 9mm. Ancillary devices include an envoy 6f 100cm (johnson & johnson envoy 6f 100cm lot number none) guide catheter.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed bio-pouch. Visual inspection/damage location details: dried blood was observed within the echelon-10 catheter hub. No bends or kinks were found with the catheter body. However, the catheter proximal marker band was found damaged (crushed). The echelon-10 catheter distal tip was noted pre-shaped. However, it was reported additional shaping was conducted on the catheter distal tip. Testing/analysis: the echelon-10 catheter total length was measured to be ~155.2cm and the useable length was measured to be ~147.6cm which is within specification (specification: 147.0 ± 1.5cm). The echelon-10 micro catheter was flushed, water and dried blood exited from the distal tip. No ruptures or leaks were detected. The echelon-10 micro catheter was then tested with an in-house mandrel. The mandrel was inserted through the echelon-10 micro catheter without issue. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report could not be confirmed. No breaks/separations/ruptures were found with the returned echelon-10 micro catheter. The cause for the reported event could not be determined. Regarding the damage found with the returned echelon-10 micro catheter (crushed marker) the cause for the damage could not be determined. As the issue was not reported by the customer it is possible the damage occurred upon return to medtronic for evaluation. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.